Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 32-year-old female patient who had essure (batch no. B71766) inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "thermal endometrial ablation on same day of essure insertion" on (B)(6) 2014. The patient's medical history included arthritis, migraine, kidney disorder, bladder disorder, insomnia, menarche (at age 11), multigravida (four pregnancies), parity 2, spontaneous abortion (one) and abortion (one). Concurrent conditions included morbid obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy on (B)(6) 2019). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Pathology test - on (B)(6) 2019: final diagnosis: uterus and cervix; hysterectomy: uterus (113 grams): benign proliferative endometrium, focal adenomyosis. Cervix: - squamous metaplasia, focal benign microglandular hyperplasia pre-operative and post-operative diagnosis: menorrhagia. Gross description: uterus and cervix, and consists of a hysterectomy devoid of bilateral adnexa weighing 113 grams and measuring 5 cm cornu to cornu; 9.5 cm fundus to ectocervix and 4 cm anterior-posterior dimension. There is a 0.6 cm nabothian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Event menorrhagia entered as indication for hysterectomy, event thermal ablation on same day of essure insertion added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B71766) inserted. The patient's medical history included endometrial ablation on (B)(6) 2014, arthritis, migraine, kidney disorder, bladder disorder and insomnia. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.